Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: one photo of the top web was received by our quality team for evaluation. No photos or samples of the nonconformance were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: probable root cause: based on device history record review, no abnormality was observed during the production of the affected batches. From the photo, only the topweb was shown. Unable to observe the reported defect. Root cause is therefore not established. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported that at least one bd eclipse¿ needle experienced a broken safety mechanism. The following information was provided by the initial reporter: they are breaking off when staff pushes the pink safety part back/down so the surgeon can inject local. It was reported to me that there is an issue with the substitute we have for one of our hypos. Apparently, the safety piece (pink piece) can unexpectedly break off. I surveyed other staff members and they all have had the same experience. Luckily, no harm was actually done to staff nor patient.